Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to oversensing. The physician suspects a fracture. A new endotak lead was implanted.